Event description:
As reported via an affiliate, a 7 x 40 smart control jumped forward during the deployment and was placed distal to the intended lesion. The smart control locking pin had been in place during advancement towards the lesion and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The physician held the handle of the smart control sds flat and straight outside the patient and there was no unusual force applied during deployment of the stent. An additional stent was placed at the proximal side and the target lesion was fully covered. The procedure was completed without any other problem and the patient was in stable condition. The target lesion was in the right external iliac artery and was described as moderately calcified with 90% stenosis and moderate vessel tortuosity.

Manufacturer narrative:
Complaint conclusion: as reported via an affiliate, a 7 x 40 smart control jumped forward during the deployment and was placed distal to the intended lesion. The smart control locking pin had been in place during advancement towards the lesion and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The physician held the handle of the smart control sds flat and straight outside the patient and there was no unusual force applied during deployment of the stent. An additional stent was placed at the proximal side and the target lesion was fully covered. The procedure was completed without any other problem and the patient was in stable condition. The target lesion was in the right external iliac artery and was described as moderately calcified with 90% stenosis and moderate vessel tortuosity. The stent was implanted and, therefore, not available for analysis. The delivery system was not returned. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. An internal cordis investigation revealed that pushing the sds against resistance can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping with the locking pin still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time.